Manufacturer narrative:
D9: (B)(6) 2025. H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. Service history review had no indication that the complaint was related to a service of the device within the review period. Preventative maintenance was performed but no action was taken to the reported issue.

Event description:
It was reported that the device exhibited error code 46440. There was no patient involvement.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.